Event description:
The patient reported she sought medical attention at the hospital due to high blood glucose levels, feeling tired, and malaise. On (B)(6) 2025, she called an ambulance and was taken to the hospital, where she was diagnosed with diabetic ketoacidosis (dka). At the time of the call, she was still in the hospital and had received her daily medications, intravenous (IV) insulin, and IV saline as treatment. The patient's blood glucose (bg) values reached over 250 mg/dl and she mentioned there were no recent messages or alarms on her omnipod 5 app. She confirmed that the pod cannula was inserted into her skin during wear and that there was no redness, swelling, or insulin leakage at the pod site. The patient did not check if the pink slide on the pod had moved forward. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.